Event description:
(B)(6) called on (B)(6) 2009 to report that early this morning perfusionist a1 stammers was using the console when the console displayed ec 024; a1 performed multiple reboots but was unsuccessful. An mpbus was used. The account requested a loaner to be sent overnight. (B)(4) will be sent as a permanent replacement.

Manufacturer narrative:
(B)(4).